Event description:
It was reported that the patient was going to have the device explanted due to the patient having multiple flare-ups of shingles at the implantable neurostimulator (ins) pocket site. The patient had a history of shingles at the pocket site but it was not discussed with the implanting physician. There was no visible sign that the physician should have avoided the area. The ins was implanted "right on top" of where the patient initially had shingles. The patient took medication to "fight it off" and was still showing signs of shingles when the physician chose to proceed with the explant. The lead was going to be left implanted with an anchor used as a cap.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: lead; product ID: (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger; product ID: (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the ins was explanted except for the lead around (B)(6) 2012. The patient developed shingles and suspected the ins caused shingles as the shingles were on the ins incision site. The patient tried shingles medication when the ins was implanted, and the shingles did not resolve. The patient tried the medication when the ins was explanted, and the shingles resolved. No further complications were reported.